Manufacturer narrative:
Device evaluation & resolution and disposition: the service technician was able to duplicate the customer's reported problem. Review of the diagnostic history log also confirmed the reported issue. The review also identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the v60 unit displayed occurrence of a vent inop alarm of machine and proximal pressure sensors failed. There was no patient involvement.